Manufacturer narrative:
(B)(4). Device will not be returned for eval. F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath via the pt's right femoral artery. The pump alarmed "helium leakage" and strips were printed; however, the rn disposed of them. The bpw (balloon pressure waveform) curve was normal and the aortic flow wave was normal. The decision was made to transport the pt to the cardiac care unit (ccu), where the pump was exchanged off the pt to make sure the alarming was not related to the pump. The second pump also alarmed "helium leakage." At this time, the cardiologist decided to remove the iab and replaced it with a new iab. The second iab functioned perfectly. There was no reported pt death or injury. Medical intervention was required and described as "extra compression on the insertion site to stop the bleeding" and as a result, intra-aortic balloon pump (iabp) therapy was delayed/interrupted. There were no reported pt complications and at this time, the pt is recovering in the ccu. Reference MDR # 1219856-2011-00127 for the iab report.